Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.